Event description:
The patient reported having an micl13.2 implantable collamer lens implanted in the right eye in 2009 and since then, he has been experiencing very bad halos. He stated that the surgeon explained that because of the size of his pupils, it allows light to hit the sides of the lens, which results in the halos. Patient was questioned if we had any suggestions to resolve this issue. Patient was referred back to his surgeon.

Manufacturer narrative:
Evaluation codes: method - results - a work order search was conducted, and there was one similar complaint found.